Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that her sns implant worked fine for the first two weeks but stopped working after she returned from a long walk. She reported that she is unable to feel any sensation from the implant. It was noted that she was not supposed to exercise immediately after the implant.